Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer replaced the analyzer measuring cells and a sipper probe. Performance testing passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 23.6 ng/l. The sample result was questioned by the doctor and also failed a laboratory delta check. The sample was repeated on a second analyzer, resulting in a troponin t value of 14.2 ng/l. The repeat value was deemed correct and a corrected report was issued.

Manufacturer narrative:
Camera images from the analyzer showed a film in the sample tube. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.